Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling on both sides at the down arrow button. The audio bolus button was noted to be torn. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The pump would not power on for testing. The keypad was removed for investigation and revealed moisture and corrosion under the keypad. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was opened for investigation and revealed moisture and corrosion on all interior surfaces of the pump including the keypad flex connector.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated on (B)(6) 2012, the ok keypad button was unresponsive after exposing the pump to water when the patient went swimming. It was indicated that the reporter and the patient noticed water and corrosion on the battery and in the battery compartment. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and used a soft damp cloth to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.